Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced suspected peritonitis manifested by cloudy pd effluent. The cause of peritonitis was not reported. It was not reported if the patient was hospitalized for the event. It was not reported if the patient was treated with antibiotics. At the time of this report, patient outcome and action taken with pd therapy were unknown. No additional information is available.